Event description:
Reported by the complainant as follows: health care professional indicates that pt seen as a walk-in to their clinic, 4 days post treatment for frostbite at local ER, wearing aquacel ag on lateral calf of lle. The area was about 4 cm in diameter and was inflammed with aquacel ag partially adhering to it. Health care professional indicates individual is a type ii diabetic on an oral hypogycemic agent, but he does not have chart to advise which one. Individual had redness tenderness, cellulitis and he prescribed a week of oral septra and used silvadene and gauze dressings over the area. He saw her last week and the wound was completely healed. When asked about take home instructions, health care professional indicated that customer was given written instructions from ER, that if she noted tenderness, redness or fever to contact the healthcare professional immediately, but individual did not do that until after the second day of discomfort.

Manufacturer narrative:
The clinical signs of infection (significant cellulitis) in a diabetic pt make this a serious ae - medical intervention was necessary to prevent permanent injury because of an immuno-compromised status. The causal relationship between the product and the cellulitis is unk. Product investigation was reviewed and does not alter the medical determination.